Manufacturer narrative:
Review of the ordering process confirms that only one of the two necessary implant banks for the uni-elbow radio-capitellum system was ordered. The company sales rep confirms that required implant bank to complete the surgery was missing.

Event description:
The company sales rep brought an incomplete implant system to the facility for a surgical case. The implant system consists of two implant banks, but only one of the two implant banks were ordered and shipped to the facility. The pt was in the operating room and a nerve blocker had already been administered when it was discovered that only one of the two implant banks were available. Surgery was rescheduled aas a result.